Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 353 mcg/day via an implantable pump for an unknown indication for use. It was reported that the manufacturer representative received a call from the implanting surgeon following pump replacement on the patient 24 hours previous. He stated the patient had attended the hospital with signs of baclofen withdrawal and had dystonia in the arms and legs. The pump replacement was reported as a contributing factors that may have led or contributed to the patient's symptoms. It was advised to do an x-ray to check the catheter, do catheter dye test, and check of programming. The implanter did an x-ray of catheter and all looked fine. They also checked the programming and all fine. The drug programming was the same following the replacement as it was prior to the replacement. It was reported that the withdrawal was not due to titrating the dose back up following pump replacement. It was asked if there were any issues with the pump or the implant procedure that could have contributed to the withdrawal symptoms and it was reported that there were no issues during replacement. It was reported that a catheter dye test would be scheduled if there is no improvement in patient. Any further diagnostics/troubleshooting are to be scheduled and will be updated. Surgical intervention has been planned but not yet scheduled. They prescribed oral baclofen and sent the patient home to be reviewed. The issue was not resolved at the time of this report. The patient status was alive - no injury. No further complications were reported and/or anticipated.

Event description:
Additional information received clarified that the connector segment that was replacedwas discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID 8781,lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a catheter dye test as performed and damage to the pump connector in the catheter was found. On (B)(6) 2019, the dye test was undertaken and the connector was replaced. It was reported that no devices were explanted and that no product would be returned for analysis. It was reported that the event was resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# unknown, serial# unknown , implanted: (B)(6) 2019, explanted: n/a, product type catheter. If information is provided in the future, a supplemental report will be issued.